Event description:
Device 1. It was reported that the arms on two ezloc femoral fixation devices with two separate lot numbers would not deploy. Fixation of the lever arm to the lateral femoral cortex was unsuccessful with both products. This case was extended more than 30 minutes due to this occurrence.

Manufacturer narrative:
User facility located outside USA. (B)(6). Customer stated that after cleaning the implant, the jaw deployed/rotated as required. The two separate lots in which the alleged malfunction occurred where manufactured two separate years. There have been other occurrences of this nature reported. It appears that deployment of the lever arm was attempted prior it reaching the surface of the cortex. Device 2: brand name: 9 - 10 mm exloc femoral fixation long. Common device name: mbi. Manufacture: biomet sports medicine, (B)(4). Model#: 904785, cat#: 904785, serial#: na, lot#: l077870, expir date: 08/01/2011. Other: na.